Event description:
Received radiesse injections in face and eye area. The physician who performed the procedure recommended this product to be the most effective for my enhancement. Redness, lumps and pain under the eyes soon followed for months. A few days after receiving the treatment, I experienced vertigo, dizziness, extreme headaches, eye pain, sinus problems, and general weakness all over my system. Today, these problems continue and have never let up. It has interfered with very aspect of my life. I am concerned there might have been overuse or a defective product. On my initial visit to the dr, I informed him that I had lyme disease with numerous ongoing, severe chemical sensitivities. These health issues made the safety of any injections a primary concern for me. He assured me that radiesse was all natural and safe for me. As indicated above, that turned out to be totally wrong. Twenty two months later, I continue to battle the debilitating side effects caused by radiesse. I have sought medical support from many physicians who have prescribed countless medications to counteract or eliminate these problems, with no relief. I cannot prove (legally) that the radiesse injections caused these severe, ongoing reactions. However, I know that I was totally free of these symptoms prior to the injections and they started almost immediately following the procedure given me by the dr. Oddly enough, radiesse marketing materials that I have reviewed fail to warn of the potential for severe allergic reactions for people who have high chemical sensitivities and/or severely weakened immune systems. The abscence of these clear and specific warnings in the marketing materials is a major safety deficiency. There are some stated concerns for radiesse use, but one must diligently search on the web to locate them. After a lengthy and detailed search I found the following concerns listed in the merz aesthetics website: does not mention use around the eye area. Contraindicated for pts with a history or presence of multiple severe allergies. Long-term safety and effectiveness of radiesse injectable implants beyond one year have not been investigated in clinical trials. My primary concern for FDA consideration is that the terms "natural" and "safe" with respect to radiesse are relative and misleading: misleading, radiesse is not all natural. It includes man-made components as injection carriers which can activate/increase existing allergies. Relative, radiesse injections may be safe in the norm (for healthy people). However, it carries with it significantly high risks for candidates with substantial chemical sensitivities and/or severely compromised immune systems. As a consequence of the unspecified potential for severe adverse impacts within the radiesse marketing materials there are also high risks for the medical professionals who administer the procedure (that they may unknowingly cause these injuries). I have contacted some physicians who were not at all hesitant to advise against using radiesse in the special situations indicated above. One of those doctors (a well known plastic surgeon) indicated that in my condition, radiesse should not be used around the eyes. Obviously, all medical professionals in the facial enhancement business may not be getting the word (as shown by my extremely, unfortunate situation). To protect others and to ensure this important info regarding the risks of radiesse injections is being adequately provided, request that FDA consider the following: require merz aesthetics to include in their marketing materials for radiesse injectables, clear and specific guidance which cautions against the use of this product for those who have high chemical sensitivities, multiple allergies, and/or severely weakened immune systems. I believe strongly that it is especially important that medical professionals in the facial enhancement business have every opportunity to be aware of these cautions regarding the dangers involved with radiesse injectables under the circumstances and conditions indicated above. Please note: a fully detailed description of my situation is provided in my complaint letter to the enforcement division, dept of health professionals, which follows (pp. 4 - 6 of this package). Names of doctors whom I have seen for these problems will provide on request.